Event description:
In 2009, a co rep reported the pt's insulin infusion device was giving an e11 (set not primed) alert and he could not put the device in run. A call was made to the pt on the same day to troubleshoot. He stated he changed his insulin cartridge earlier in the day and thought he had primed his infusion set. He said he was disconnected from his infusion device. The pt was assisted in going through the steps for priming the infusion set and after two 25.0 unit priming cycles, no insulin dripped from the tubing. The pt confirmed the tubing was securely attached to the adapter and the adapter was properly tightened. The pt was then instructed to change to a new insulin cartridge and tubing and he was able to successfully prime the infusion set. The pt reconnected to his infusion headset and said he wanted to take an 11.0 unit bolus because his "sugar is high and I just ate." He stated he tested his blood glucose about 1 hour ago and it was 419 mg/dl with his target range being 100-150 mg/dl. The pt was assisted with successfully programming a bolus. On follow up with the pt the following month, he stated his blood glucose levels have been approx 100 mg/dl. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.